Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a migration from the original implanted position. This rv lead was observed to be detached from the device and was repositioned, pacing system analyzer (psa) measurements were normal. No additional adverse patient effects were reported outside the revision procedure. This rv lead remains in service.